Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during a supply change on the insulin delivery system, which was resolved after removing all supplies, performing a successful dry run, and completing a supply change with new supplies, after which delivery resumed; blood glucose was 121 mg/dl at the start of the supply change and 205 mg/dl during the event, and the issue aligned with a mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.